Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alerted for total daily delivery exceeded the preset value of 230 units. Review of total basal delivery indicated that 231 units were delivered on the complaint date, which was 50 units over what was programmed for the day. The patient alleged did not make changes to the basal rate or entered any temporary basal programs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.